Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping and went blank and not turning on. Customer stated that the back of pump on left side starting by the clip down to the bottom front. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion, mold, and rust just about everywhere on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly.